Event description:
Info received verbatim from maude event report received from the FDA: had a davol kugel composix mesh placed 2005. This was done laparoscopically. Mesh was model #0010206, size was 22.1 x 27.1 cm. Pt did well for years until 2009, when he presented with an abdominal infection/abscess over the mesh. This occurred after an episode of bronchitis. Mesh was removed on 2010. Rings in mesh had fractured and perforated the small bowel. Mesh replaced with biologic mesh. Pt is doing well with a slowly healing wound.

Manufacturer narrative:
Current, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore no follow-up can be made. We, therefore, consider this report complete to the best of our current knowledge.